Event description:
Account stated they were seeing sampling issues with their control material and they had gotten discrepant results for four pth patient samples as follows: the incorrect results were not reported. The field service representative found the sample probe was out of adjustment and repaired the instrument.

Event description:
Account stated they were seeing sampling issues with their control material and they had gotten discrepant results for four pth patient samples as follows: initial 7.82 pg/ml, repeated as 20.56 and 19.55. The incorrect results were not reported. The field service representative found the sample probe was out of adjustment and repaired the instrument.

Event description:
Account stated they were seeing sampling issues with their control material and they had gotten discrepant results for four pth patient samples as follows: initial <1.20 pg/ml, repeated as 8.17 and 7.51. The incorrect results were not reported. The field service representative found the sample probe was out of adjustment and repaired the instrument.

Event description:
Account stated they were seeing sampling issues with their control material and they had gotten discrepant results for four pth patient samples as follows: initial 7.95 pg/ml, repeated as 19.61 and 18.91. The incorrect results were not reported. The field service representative found the sample probe was out of adjustment and repaired the instrument.

Event description:
Account stated they were seeing sampling issues with their control material and they had gotten discrepant results for four pth patient samples as follows: initial 3.68 pg/ml, repeated as 16.32 and 16.07. The incorrect results were not reported. The field service representative found the sample probe was out of adjustment and repaired the instrument.